Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6). The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the white balance couldn¿t be properly adjusted as usual, due to the malfunction of image functionality caused by the cable disconnection, for this reason, an error message e311 was displayed on the monitor, the outer sheath of the cable had been cut, and image misalignment was noted due to the coupler found loosened, causing the image to not properly be displayed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, prior to a therapeutic procedure, the hd autoclavable camera head exhibited white balance incomplete error e311. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.